Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is being performed. The sample was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.

Event description:
It was reported that during deployment, the stent could not be completely deployed. The delivery system and the partially released stent were then withdrawn simultaneously from the pt. A second stent was placed without clinical consequence for the pt.